Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient¿s lead had high impedances on all contacts. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A lead experiencing high impedances was reported to abbott. No devices were returned for evaluation as the device in quested was replaced and not returned for evaluation. Based on the information received, the cause of the reported issue was not determined to be product related. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.